Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('other/pelvic pain/ sides') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menses irregular, multiparous and d & c. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), bladder disorder ("bladder problems"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), mood swings ("hormonal changes describe: mood swings"), nausea ("nausea"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), migraine ("migraines / headaches") and adnexa uteri pain ("ovarian pain"). In 2014, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)") and alopecia ("hair loss"). On an unknown date, the patient experienced headache ("headaches") and urinary tract disorder ("bladder or urinary problems or changes"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, bladder disorder, urinary tract infection, vaginal discharge, fatigue, alopecia, mood swings, headache, nausea, cystitis and adnexa uteri pain had resolved, the urinary tract disorder outcome was unknown and the migraine was resolving. The reporter considered abdominal pain, adnexa uteri pain, alopecia, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, migraine, mood swings, nausea, pelvic pain, urinary tract disorder, urinary tract infection and vaginal discharge to be related to essure. The reporter commented: she received treatment for dysmennorhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, bladder problems, uti and vaginal discharge. On the right side, there were two coils and on the left side, there were three coils. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified): bilateral occlusion. Ultrasound scan vagina - in (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: dysmenorrhea, vaginal discharge, pelvic pain, abdominal pain, dyspareunia and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2019: pfs and mr received. New events: bladder infections, urinary problems, migraines / headaches, ovarian pain were added. Outcome of the events bladder infection and migraine were updated. Plaintiff's information updated. Lab data added, concomitant conditions added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('other/pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), bladder disorder ("bladder problems"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, bladder disorder, urinary tract infection, vaginal discharge, fatigue, alopecia, hormone level abnormal, headache and nausea had resolved. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, nausea, pelvic pain, urinary tract infection and vaginal discharge to be related to essure. The reporter commented: she received treatment for dysmennorhea (cramping),dyspareunia (painful sexual intercourse),pelvic pain, abdominal pain, back pain, bladder problems, uti and vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Product indication and essure implant date updated. Previously reported ¿injury to herself¿ was updated to other/pelvic pain. Events: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain, back pain, bladder problems, uti, vaginal discharge, fatigue, hair loss, hormonal changes, headaches and nausea were added. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.